Event description:
During an in clinic follow up, noise was observed resulting in oversensing on the right ventricular (rv) lead. Stimulation testing was performed, and the lead noise was reproduced. No intervention has been performed. The patient was stable.